Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a mentor memorygel breast implant 475cc , catalog number 3504754bc, serial number (B)(4), lot number 6917368. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 475cc and experienced pain and left side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/8/2019, mentor became aware that it was erroneously omitted to add breast pain code. Breast pain code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-oct-2022, mentor received additional information about the event. The patient underwent bilateral explantation on 17-sep-2022. The removed breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 19-oct-2022, mentor received additional information about the event: - the patient¿s removed breast prostheses were replaced with mentor memorygel breast implant 600cc gel breast prostheses. - the patient suffered from bottoming out of both breasts prostheses post implantation. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-13139 for the report for the patient¿s right breast prosthesis. Reason for device explant and/or reoperation: left breast pain, left breast prosthesis rupture, bilateral bottoming out of breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed breast pain and there was migration of the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, cause not established code was added to the conclusion code. Manufacturer¿s reference number: (B)(4).